Manufacturer narrative:
The system was checked by siemens local service. The engineer was able to reproduce the reported issue. The operator manual xpb7-010.620.01.02.02 provides clear advice and warnings regarding the "crushing hazards" on the system and the obligatory use of the hand grips: "the patient and operating personnel must grip only the handles which are intended for the proper handling of the equipment or positioning of the patient. Where this is not possible, attention must be paid to possible risks of injury by crushing in the vicinity of moving parts. Pay special attention to the risks of crushing fingers/hands between moving parts and their guide openings. Before performing unit movements make certain that the patients do not grasp the frame of the tabletop. (B)(6).

Event description:
It was reported that a female patient grasped the edge of the table top when the ysio system moved to positioning. The patient's finger got caught between the table top and the bucky tray. The injury to the patient's finger was very minor and the patient didn't seek any medical attention. The reported event occurred in (B)(6).